Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors (mcs) instrument was not recognized. The instrument was replaced by another mcs instrument. The procedure was completed with no reported injury.